Event description:
Additional information: no patient involvement.

Manufacturer narrative:
Device evaluation results: one medfusion pump was returned for investigation in used condition. The event history log could not be accessed as the pump failed to power on. The reported product problem (motor issue) could not be confirmed as the pump did not turn on. The problem source of the reported product problem was unknown. A root cause was not established. The interconnect and main boards were replaced. The worm coupling and gear were also replaced but as a preventive measure.

Event description:
It was reported that the medfusion pump exhibited motor issues. No patient injury or complications were reported in relation to this event.